Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. According to the complainant, during preparation while testing the device outside the patient, the physician noted that the handle was broken. The physician did not use the device. The procedure was completed with another rx lithotripter compatable basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual analysis showed that the basket was extended. The coil assembly was buckled at approximately 7 cm from the distal tip. The handle cannula was pulled out of the finger ring and was pushed forward toward the distal end of the handle assembly. The set screws were not seated in the center of the dimples. However, the set screws were torqued down on the cannula, creating circular score marks adjacent to the dimples. The set screw depth was within specification. Additionally, the cannula presented deep drag marks near the proximal end due to the cannula being forcibly pulled out from the set screws while undergoing tensile force. Further evaluation revealed that the set screws were properly placed in the handle assembly. The investigation concluded that the deep drag marks to the proximal end of the cannula indicate that the device received a significant amount of tensile force. Per the event, the handle was broken during preparation outside the patient. Information regarding when the device received tensile force is unknown, therefore, the cause of the failure cannot be identified, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation while testing the device outside the patient, the physician noted that the handle was broken. The physician did not use the device. The procedure was completed with another rx lithotripter compatable basket. There were no patient complications reported as a result of this event.